Event description:
It was reported while stimulation was turned on and off, a shocking or jolting sensation occurred. It was noted it occurred following an implant. The patient's symptoms were located in the left and right leg. The patient was home and status was good. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).